Event description:
It was reported by service report that the footend left siderail could not be latched in the upright position. There was a broken timing link with exposed sharp edges. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: timing link.